Event description:
Valiant captiva and valiant navion stent grafts were implanted in patients during the endovascular treatment of thoracic aneurysms and thoracic dissections on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: type ia, ib and iiia endoleaks, false lumen perfusion. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endoleak outcomes with different stent-graft generations in a 25-years thoracic endovascular aortic repair experience gennai et al, vascular 2021, vol. 0(0) 1¿11 doi: 10.1177/17085381211051486. Mean age, mean gender, and exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.